Manufacturer narrative:
Compromised force sensor system alarm during prime test due to moisture damage on the force sensor resistor. Unable to perform basic occlusion, occlusion test, prime and excessive no delivery test due to the compromised force sensor system alarm. Unit received with minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained lcd resilient cover.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump received compromised force sensor system. The customer¿s blood glucose level at the time of incident was 131 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.